Event description:
It was reported that the patient's right atrial (ra) lead, upon initial implant, had unstable and high thresholds. The lead was repositioned for more stable and acceptable electrical values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead implanted (B)(6) 2010; 459888 lead implanted (B)(6) 2015; dtba1q1 device implanted (B)(6) 2015.